Manufacturer narrative:
Additional information: d3(MFR name and street 1), d4(UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tube shaft was bent and tacks were in the shaft. Functional testing noted that the handle was actuated and the instrument cycled properly. Four tacks deployed and seated properly in the test media. No functional abnormalities were observed. It was reported that the tacker did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if the instrument was applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an intraperitoneal onlay mesh (ipom) procedure, while tacking over the peritoneum, some of the tacks were fired but in between the surgery, the tacks git stuck and unable to fire. Laparoscopic suturing was performed to resolve the issue. The surgeon spent more than one hour for the surgery and due to the issue.